Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that the sensor read 100 mg/dl while her blood glucose was 39 mg/dl. The customer stated that it happened last sunday after wearing the sensor for 2 days. The customer's most recent blood glucose was 61 mg/dl and the customer treated with food. The customer was advised to calibrate 3-4 times a day. The customer was advised to contact helpline with any issues.